Manufacturer narrative:
Device evaluation summary: the reported only one test value was not verified during service. Technician was unable to find any fault with the instrument after several days of testing. Instrument was returned back to customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a act plus instrument, it was reported only one test value. The instrument use was unspecified. There was no patient adverse effect associated with this event. Medtronic received additional information that they are unable to clarify complaint allegation, the user was only able to provide the reason for return as ¿only one test value¿

Manufacturer narrative:
Conclusion: after investigation the complaint is not confirmed for the act plus instrument giving only one test value. The issue was not verified during service because the technician was unable to find any fault with the instrument after several days of testing. The instrument was returned to customer. Trends for issues with this instrument are reviewed at quarterly quality meetings. Correction d8 (was dev serviced by third party?): this field has been updated to no. Correction h3 (device evaluated?): this field has been updated to yes. The instrument was returned for analysis and the analysis summary was included in the initial report. Correction h3.2 (dev ret to MFR?): this tick-box has been selected as the instrument was returned for analysis and the analysis summary was included in the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.